Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Notification of lfit hazard alert given to operating surgeon and he contacted patient to inform. Surgeon was advised that the patient required an early revision as had a tissue reaction. Surgeon reports that the patient has had subsequent problems.